Event description:
According to the literature, a case study of a 50-year-old patient that underwent laparoscopic sigmoid resection and re-anastomosis with an laparoscopic stapler for complicated diverticulitis in 2019 had an iatrogenic ureteral injury that was likely caused by an unrecognized staple incorporation that did not present symptoms until 6 years later. In 2025 the patient presented with right lower quadrant pain and CT imaging revealed a left-sided ureteral calculus along with hydronephrosis. The patient underwent a ureteral stent placement, followed by an endoscopic stone removal, under general anesthesia, a rigid ureterorenoscopy (urs) was performed using thulium laser lithotripsy, where a metallic staple was identified protruding through the ureteral mucosa. Further inspection of the removed stone material revealed a second staple fully embedded within the stone matrix. The postoperative course after the stone removal was uncomplicated and the patient was discharged in good condition.

Manufacturer narrative:
Delayed ureteral obstruction due to intramural endo-endoscopic gastrointestinal anastomosis staples following laparoscopic sigmoid resection: a case report: z. Madarasz et al, (2025), a case report. Cureus 17(12): e98395. Doi 10.7759/cureus.98395. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.